Event description:
The customer reported that the 840 ventillator stopped cycling while in use on a patient. The patient was not harmed or injuried as a result of the event. The nellcor puritan bennett customer support enginner (cse) verified the malfunction. The cse inspected the device and replaced the bdu and analog interface pcb. The unit passed extended self testing.